Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter had no urine to flow after placement. It was later reported from (B)(6) center via email (B)(6) 2018 that after the catheter was replaced, urine flowed properly.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no blockage observed in the drainage lumen. Water was introduced through the drainage eye and came out from the drainage funnel without difficulty. The flow rate of the sample was tested and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications: method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex".

Event description:
It was reported that the catheter had no urine to flow after placement. It was later reported from the international business center via email 16oct2018 that after the catheter was replaced, urine flowed properly.